Manufacturer narrative:
Device passed rewind test, self test and displacement test. No unexpected a39 alarm or rewind anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had spi to motor pic communication error. The customer¿s blood glucose was unknown at the time of incident. Customer reported that they were able to clear the alarm and also able to rewind the insulin pump. The customer also stated that insulin pump keeps alarming spi to motor pic communication error after completing rewind. The insulin pump will be returned for analysis.